Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed drawer 4 not detected error which revealed a potential connectivity issue within the drawer assembly. A field service engineer (fse) reseated the row board cable and the retractor band to resolve the issue. Post-repair testing confirmed that the row was then communicating. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es there was unrecoverable storage space despite multiple recovery attempts. The drawer opened; however, the cubie lids failed to release. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.